Event description:
It was reported that a black screen was showing up on the system monitor and a strange sound came from the motherboard.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a black screen on the system monitor and a strange noise coming from the printed circuit board (pcb) was confirmed at the european distribution center (edc). When (B)(6) was evaluated, the unit did not boot up. The screen was showing up black and a strange sound was noted to have come from the board. The issue was resolved by replacing the main pcb. A full functional checkout was performed and the unit passed all tests. The unit was returned to the rental pool. The main pcb was forwarded to ppe for further analysis. Further analysis of the returned main pcb revealed no physical anomalies. When the pcb was plugged into a working test unit, the system booted up as intended and did not make any sounds. The issue was not reproduced again. A root cause for the reported events were not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.